Manufacturer narrative:
Method: complaint history and packaging insert review. An eval of the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided. Additional info (including x-rays and medical records) was requested, but not made available. If the device or additional info becomes available, the eval summary will be submitted in a supplemental report. The product experience reporting database shows that there have been other similarly reported events regarding pain for the triathlon product family and the reported cat number. A review of the total knee packaging insert noted that with all implant devices, asymptomatic, localized progressive bone resorption (osteolysis) may occur around the prosthetic components as a consequence of foreign-body reaction to the particulate matter of cement, metal, ultra-high molecular weight polyethylene (uhmwpe) and/or ceramic. The investigation concluded that the root cause of the reported event is pt or user related.

Event description:
It was reported that, "baseplate and poly insert were removed and replaced with universal #5 baseplate, 5mm medial and lateral augments and 13mm ts insert." Further discussion with the stryker sales rep indicated the pt was experiencing anterior pain and possible bone loss.